Manufacturer narrative:
(B)(4). Date sent: 10/27/2022. D4: batch # 238a38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the 6r45b reload (c) was received with no apparent damaged. The reload was received fully fired. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: incomplete firing may result in malformed staples, incomplete cut line, bleeding, and/or difficulty removing the device. The event could not be confirmed as the reload was received fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022 d9: date device returned to manufacturer.

Manufacturer narrative:
Pc-(B)(4). Batch #unk this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the partial cystectomy procedure, they were going to fire the stapler across the colon and the proximal end of the reload fired as normal. The distal end, the staples came out unformed, yet the knife still advanced. They did end up stapling with two other reloads that were successful. There was no patient harm.